Manufacturer narrative:
(B)(4). This complaint for a leak in a minicaptransfer set was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with a broken occluder feet noted. Leak testing was performed with no issues noted. A clamp function test was performed with the broken occluder feet, cavity 2, noted. Clear-passage testing was performed with no issues noted.

Event description:
A distributor contacted baxter (B)(4) in regards to a leak with a transfer set. The customer stated that the white and light blue connection on the transfer set was leaking even when the connection was closed. The customer also stated that the white part was totally loose from the blue connection during use of the product. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.the sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.